Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2500 ohms and no capture could be obtained. A lead fracture was revealed and the lead was subsequently removed from service. No adverse patient effects were reported.